Manufacturer narrative:
The manufacturer previsouly reported information alleging the patient's was awaken with dry throat during use for about two months. The device was plugged into a power strip and humidifier is set at 3 then changed to 5. The heating tubing is set at 3 and increased by the patient to 5. The patient placed water chamber in device with a small amount of water in it. The device was run for 5 minutes. The patient reports the heater plate is warm "just a little bit" and the heated tubing is not warm at all. The patient ran the device for another four minutes and the heated tubing does not appear to heating at all. The patient changed the heated tubing and let the device run for another five minutes. The patient states they do not clean the water chamber, tubing and mask cushion, they are instead replaced every six months. This complaint has been reviewed and it has been determined that based on information available at the time of this review, that the complaint is not reportable to any regulatory authorities. There is no report of serious patient harm or injury associated with this notification and there is no report of medical intervention.

Event description:
The manufacturer received information alleging the patient's was awaken with dry throat during use for about two months. The device was plugged into a power strip and humidifier is set at 3 then changed to 5. The heating tubing is set at 3 and increased by the patient to 5. The patient placed water chamber in device with a small amount of water in it. The device was run for 5 minutes. The patient reports the heater plate is warm "just a little bit" and the heated tubing is not warm at all. The patient ran the device for another four minutes and the heated tubing does not appear to heating at all. The patient changed the heated tubing and let the device run for another five minutes. The patient states they do not clean the water chamber, tubing and mask cushion, they are instead replaced every six months. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.